Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the liver. A 10.0x40, 75cm mustang¿ balloon catheter was advanced to dilate a previously implanted stent. However, during inflation, the balloon ruptured circumferentially. During removal of the device, the physician could not physically get the balloon out. The entire sheath and the balloon system were removed and exchanged with a new sheath and balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.